Event description:
During implantation of c-taper head a fracture of the ceramic head occurred during reduction of the hip. A second, smaller head was used and the same thing happened with this one. Both fractures occurred during closure of the wound. First one shattered into 4 pieces, second one into 3. A metal head was used the 3rd time around and proceeded without incident.